Event description:
Boston scientific crm received information that the patient implanted with this device developed atrial fibrillation for which anti-tachycardia pacing (atp) was delivered. The atp accelerated the rhythm for which an inappropriate shock was delivered. The shock successfully cardioverted the rhythm. It was reported that the patient was non-compliant with the medications.

Manufacturer narrative:
As of today the device remains in service. No adverse patient effects were reported.